Manufacturer narrative:
Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® edta 2k had foreign matter issue . There was no report of medical intervention or serious injury.